Event description:
It was reported that the patient was experiencing pain at the pocket site and was not getting an adequate pain relief. It was noted that the patient had a non- device related fall. Reprogramming was performed but the result was unknown. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.